Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was seen in clinic due to dehydration, weakness, and concern of pump thrombosis concerns. The patient's ldh (lactate dehydrogenase) was noted to be elevated around 748. Echocardiograms and lab test were reported to be negative. The patient's log file contained clusters of pi (pulsatility index) events. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the report of elevated ldh could not conclusively be established through this evaluation. The account communicated that the patient was experiencing dehydration and weakness as well as slightly elevated ldh at 748. The patient was hospitalized for pump thrombosis concerns; however, his echo and labs were negative. The patient was seen in the clinic again on 03sep2019 and was reportedly feeling well. While looking at the patient¿s history, drops in speed were noted. On 12sep2019, the patient¿s ldh was in the 600s. The patient reportedly had no other symptoms. The patient¿s inr goal was increased to 2.5-3.0 and he was started on plavix in addition to asa and coumadin. The submitted log files contained overlapping data from 20aug2019 through 12se2019. The log files captured the pump running with stable pump parameters. No atypical alarms or events were captured. Of note, the log filed captured numerous pi events which saturated the majority of the captured data. The heartmate ii IFU section 4 states that, "if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint.¿ the actual speed remained above the low speed limit throughout the log files and the pump appeared to be functioning as intended. The patient remains ongoing on the heartmate ii lvas. No product is available for investigation. No additional complaints have been made at this time the heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: following hospitalization for pump thrombosis concerns the patient was seen in the clinic and reported feeling well. The patient's lactate dehydrogenase was in the 600's. Patient had no other symptoms. Patient's international normalized ratio (inr) goal was increased to 2.5-3.0. The patient was started on plavix in addition to acetylsalicylic acid and coumadin. Upon interrogation, the healthcare provider noticed drops in speed and sent log files to the manufacturer to review. Technical services reviewed the log files and observed slightly elevated flows that were above the normal parameters. They seemed sporadic and did not seem to be an issue as they returned to normal by the end of the log file.